Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), it was discovered that the locking nut was missing on the trunk cable. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During servicing of electrode belt sn (B)(4), it was discovered that the locking nut was missing on the trunk cable. The electrode belt was unable to lock into a test monitor. The root cause for the missing locking nut could not be positively identified, but the damage was likely caused by excessive force during patient use. No adverse event resulted from the missing locking nut. The last patient to use this electrode belt did not report any problems.